Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 45 mg/dl. Customer¿s current blood glucose is 130 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated with the glucose tablet. The other relevant blood glucose was 50 and 60 mg/dl. The customer was unsure about auto mode. Troubleshooting was done for over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer performed displacement test and it passed. The insulin pump will not be returned for analysis.